Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and during support, a large hematoma formed at the access site. No bleeding appreciated at the skin, but the hematoma extended into the lower abdominal area after the repo sheath was placed and dressed with forward tension sutures and the angle of sheath was maintained. The staff noted that the site looked and felt good, then proceeded to set up for arterial line insertion. The hematoma was noticed and manual pressure was held. The patient had bent their legs multiple times. Blood pressure dropped to systolic in the 40s with reduced heart rate. The doctor returned and the patient re-prepped, and performed up and over balloon tamponade from left femoral. An angiogram revealed no dissection or perforation, but confirmed rapid bleeding at arteriotomy. The decision was made to quickly wean the impella and place an intra-aortic balloon pump in the contralateral groin. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. Impella cp was returned and no damages or abnormalities were found. The root cause of the access site bleeding/hematoma was not determined due to insufficient clinical details provided. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29047.